Event description:
It was reported "patient was in motor vehicle accident in 2001. Subsequently they had a feeling of instability and increased groin pain with loss of range of motion. Intra operatively, the liner showed radial cracking with lip distortion of the anterior superior aspect of the poly."